Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. Prior to discovering the fluid leak, the liberty cycler alarmed during an unknown phase. The alarm type was not specified. The patient was unable to bypass the alarm and did not complete treatment on the cycler. Instead, they completed their treatment by performing a continuous ambulatory peritoneal dialysis (capd) exchange. The patient confirmed being trained to perform manual pd therapy, as well as stat drains if necessary. When the patient opened the cycler door to remove the cassette, fluid was observed leaking out. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not miss any treatments; they were able to perform capd therapy in the absence of the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient¿s pd nurse was notified of the fluid leak and subsequent cycler replacement. The patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The patient returned the old cycler to their pd clinic. A communication was sent to the patient¿s clinic requesting the cycler be returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for a manufacturer evaluation.